Event description:
My mother had what we think is the marlex patch installed in 1999. She had it partially removed at her doctor's request in 2003. The doctor had done tests and determined that it needed to be removed. During this time, from 1999 to 2003, the mesh had attached itself to my mother's intestine and strangled it. My mom had chronic diverticulitis, and this mesh compounded her problem and reduced her quality of life to that of an invalid. She couldn't eat, as everything she ate made her sick. She lived in constant abdominal pain. We have contacted the lawyers about the kugel mesh recall, and the recall does not cover 1999. We think the recall should be expanded to included 1999, and should include the marlex patch made by the same manufacturer, davol. We buried my mom two weeks ago, and I can only think that she died sooner than she had to. She went in for surgery to better her quality of life, even get a colostomy if needed, but she died in the hospital. All this time we thought it was her diverticulitis, but seeing that there is a recall on the mesh, and reading the surgeons notes where he states that the mesh "...rolled up into a ball of string and was covered in glue". Please help others who have had this installed in them. I don't want my mother's death to be in vain. Dates of use: 1999--2003.